Event description:
A caller reported being unable to test due to the adc device not powering up with a button press or test strip insertion. As a result, the customer experienced a symptom of vomiting and self-treated with 20 units of rapid insulin. The customer was seen at a hospital where they were hospitalized for the diagnosis of diabetic ketoacidosis and treated with an unspecified infusion via IV. It was further reported that the customer also self-treated with oral glucose and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported being unable to test due to the adc device not powering up with a button press or test strip insertion. As a result, the customer experienced a symptom of vomiting and self-treated with 20 units of rapid insulin. The customer was seen at a hospital where they were hospitalized for the diagnosis of diabetic ketoacidosis and treated with an unspecified infusion via IV. It was further reported that the customer also self-treated with oral glucose and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned (B)(6) reader was investigated . Visual inspection was performed on returned reader and no issues were observed. Reader powered on with button depression . Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h4 (device mfg date ) was incorrectly documented in the previous report. Correction has been made.